Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately during insertion of the intra-aortic balloon (iab), the guide wire could not be inserted to the appropriate position. A new iab was successfully inserted to continue therapy there was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The returned guide wire was returned with the j-tip deformed and could not be used for testing. Two kinks were found on the inner lumen within the membrane approximately 18cm and 18.5cm from the iab tip. Additionally the optical fiber was found broken at the kinked location of 18cm. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was felt at the kinked locations. The condition of the iab as received indicated optical fiber break and kinks on the inner lumen. A kink in the inner lumen can cause difficulty during insertion of the guide wire. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported difficulty to insert the guidewire. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.